Event description:
Upon receipt of per form and product on 04 apr 2023 doctor also reported pain at tooth site 46. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). Investigation summary it was reported that implant collar fracture. Zimvie received one (1) xifoss413, (osseotite certain 2 implant 4 x 13mm) for evaluation. Visual evaluation was performed, excessive bone and a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 2018031702. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018031702 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long term loading) therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported implant collar fracture. The implant is still in the mouth of the severely cancer-stricken patient, who is currently undergoing chemotherapy.